Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the base of five mr290v vented autofeed humidification chambers were found to be leaking water. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) autofeed vented humidification chambers were returned to fisher &b paykel healthcare (f&p) in new zealand for investigation, where they were visually inspected and analysed. Results: visual inspection of the returned chambers identified horizontal cracks in the chamber dome below the maximum water level line, near the chamber base. Additionally, white residue was found on the inside of the chamber dome. The rolled base thickness of the chamber domes were measured and found to be within specification. Conclusion: we are unable to determine the cause of the chamber dome cracks. Every (B)(4) chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject (B)(4) chambers would have met the required specification at the time of production. Our user instructions that accompany the (B)(4) vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the (B)(4) above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that the base of five mr290v vented autofeed humidification chambers were found to be leaking water. There was no patient involvement.